Event description:
The nurse called on behalf of customer to report an incident. It was confirmed that the customer was hospitalized for dka. At the time of the call, the nurse was unable to troubleshoot. In the next hr, the nurse called back to begin troubleshooting on the pump. It was indicated that the pump's programming was accurate and the pump passed all tests.